Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 00500104800 lot# 65576977 shell 48 mm o.d. Cat# 30.00.49-080 lot# 3229793 stem ms-30 8 polished. Cat# 01.00358.010 lot# 3241627 distal centralizer 8/10 ms-30. Cat# 00801102020 lot# 67377078 allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core, store in cool dry place. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 6.5 months post-implantation due to dislocation and infection of a hemiarthroplasty. The bipolar head and femoral head were exchanged. Attempts have been made and no further information has been provided.